Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt underwent surgical intervention due to a lead migration on (B)(6) 2013 (reference MFR report: 1627487-2013-04570). It was reported the physician suspected a dural puncture occurred during the procedure as the pt complained of headaches postoperative. The physician instructed the pt to go to the emergency room for hydration and further treatment. The pt's headache later resolve and the pt had effective stimulation coverage.